Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
Per the med sun report that nkom received on (B)(6)2024, the respiratory therapist (rt) attempted to use the nkv-330 ventilator on a patient who could possibly need bipap following heated high flow. Rt appropriately assembled the ventilator for high flow, plugged it in, and set settings to mirror another device with 60 lpm/95% fio2 settings. The rt set the fio2 higher at 100% to meet the patient's oxygen demand. However, the low oxygen alarm was triggered due to the oxygen fio2 feedback reading 88-93% fio2, not the set 100%. The rt then placed the patient on another device. According to the medical record, there was no patient harm.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.